Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced an electrical reset, and the patient has been undergoing radiation treatment. The device mode and rate will be reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.